Event description:
The customer claims that they put a patient inside of the canopy and zipped up the window with the bed side rails in the down position. The staff pushed on the large window to make sure it was closed properly and the zipper opened up. They removed the patient from the canopy and put the bed out of use. There was no patient fall or injury reported.

Manufacturer narrative:
(B) (4). Zipper teeth not aligning properly. Results: evaluation of the returned product found that the panel side b zipper slider body is open. Panel side b mattress envelope the bias on the bottom is torn. Panel side a label has a 1 inch hole. (B) (4).